Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that several episodes of brief noise labeled as high ventricular rate were observed on the right ventricular lead. The noise was not reproducible with testing. Programming changes were made. All other lead parameters were stable. The patient reported occasional dizziness but this could not be correlated with the noise observed and there were no allegations from the physician relating to function and symptoms. The patient was stable.